Event description:
Information was received that a smiths medical level 1 hotline low flow system was leaking and not heating up. No adverse effects reported.

Manufacturer narrative:
Additional information: h6, h10. Information was received on 03/24/2020 indicating that the reported issue was discovered during testing. No patient injury occurred. Device evaluation completion date: 04/16/2020. Device evaluation: one smiths medical level 1 hotline low flow system was returned for analysis in a new condition. During analysis, the reported problem was able to be duplicated. It was noted that the main block was damaged, and the heater was faulty. Service replaced the heater assembly and the main block to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.